Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl) and that the pod generated an occlusion alarm. The pod was worn between 1 and 4 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. This internal tear is the cause of the corrosion found on multiple internal components. It could not conclusively be determined what caused the soft cannula to be punctured. The hard cannula tip was closely inspected, but there were no issues found. A hazard alarm 0x40 was found in the download data. The data shows a drive stall occurred, but no time-outs, indicating the ratchet gear stopped rotating. The root cause for this is the tear and leakage through the tear in the unexposed portion of the soft cannula. The batteries were measured low due to the corrosion on all three batteries and pcb. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.